Manufacturer narrative:
Correction to d(4): lot number changed from blank to l000311. Serial no changed from blank to (B)(6). Catalog no changed from ble-i1-529 to int1-d001-mg. Model no changed from 18320 to pt-000010. Unique identifier (UDI) # changed to (B)(4). Correction to (h)5 - labeled for single use from yes to no. Correction to (h)8 - usage of device from initial use of device to reuse.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action 9056196-10/11/2022-001-c has been initiated by insulet corporation. The device will not be returned for investigation.

Event description:
It was reported by the patient's mother that the omnipod diabetes manager (pdm) battery is swollen.